Event description:
A complaint was received with regards to a 8" (20cm) smallbore ext set w/0.2 micron filter, clamp, rotating luer that experienced breakage and leakage. The reporter stated that leaking fluids, crack at connection point. Tubing was changed. Occurred while in use with patient. No injury, harm or death reported. Complaint quantity is one. Sample was decontaminated. The event date was on 12-oct-2024. The status of the product at the time of event was during use on a patient. There was no adverse event and no injury or death.

Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary: received one (1) used b14341 smallbore ext set connected to one (1) used list#: unknown extension tubing for inspection. As received, an axial crack was observed along the length of the female luer of the b1434. The set was leak tested per product specifications. There was leakage from the crack. The reported complaint of leakage can be confirmed due to the crack. The probable cause of the crack is due to environmental stress cracking during use. The lot history was reviewed, no nonconformities were identified that may contributed to the reported complaint.